Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with glucose levels rising to a reported high of 229 mg/dl while using an ilet system with a steel cannula infusion set and a dexcom g7 sensor; glucose subsequently declined without intervention and the user did not change the site. Symptoms included elevated blood glucose without acute complications. Outcomes included transient hyperglycemia lasting several hours without medical intervention, hospitalization, or use of backup therapy or ketone testing. Investigation included phone-based troubleshooting and education regarding infusion set/tubing setup and observation for return to target range. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with cause unclear, including the possibility of suboptimal infusion setup or transient post¿site-change variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.